Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: b5: upon complaint review, it was determined that it was inadvertently not reported on the initial report that subsequent follow-up with the customer, additional information was received. It was reported that the case was completed with the surgeon unclogging the product to use it until the end of the procedure but lost of 10 -15 minutes during the procedure. It was reported that an alternative product was readily available. It was reported that there was no surgical intervention planned (e.g. X-rays, additional/change in procedures, prescriptions, otc, revisions). It was reported that the procedure involved was unknown. It was reported that the date of event was unknown. Additional information: investigation summary: the complaint device was received at the service center and evaluated. The sales rep reported an issue of the inflow green wheel pumped excessive amount of fluid. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, air-leak was identified. Re-seated inner tubing at the electrovanne to correct pressure leak which caused excessive flow. The device was then found to be working according to the specifications. The pressure leak observed is the root cause of the reported problem. A manufacturing record evaluation was performed for the finished device serial number ((B)(6)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review : a manufacturing record evaluation was performed for the finished device serial number ((B)(6)), and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
As reported by the sales rep the inflow green wheel pumped excessive amount of fluid. They completed the case with this pump with no delay or patient consequence.